Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that sometimes the value of spo2 lower intermittently. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. (B)(6).